Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: 1 defect sample was returned. Bdj found that the np needle was broken. Row#2 was added after the actual sample was returned.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. As the sample returned was open the root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: 1 defect sample was returned. Bdj found that the np needle was broken. Row#2 was added after the actual sample was returned.